Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced lows for a while and got emergency medical assistance but their health care professional stated that the pump was not the cause. The customer's blood glucose on (B)(6) 2017 with blood glucose of 42 mg/dl at the time of the incident. The customer was given glucagon to treat. It is unclear whether the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer sent back the recalled sets but was unsure of the packaging. The insulin pump will not be returned for analysis.